Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating an allegation of ventricular tachycardia: ¿the patient developed ventricular tachycardia during an impella-supported procedure for intervention on acute nstemi. During the procedure, the patient required multiple rounds of CPR before and after the impella cp implant. The surgeon discussed the situation with the patient's spouse, and it was decided to discontinue heroic efforts. The patient developed minimal pulses and ventricular tachycardia before time of death was called.¿

Manufacturer narrative:
The investigation into the vf/vt/af/at (ventricular tachycardia) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. B5 additional information added corrected d4 model number. Removed f6 and f8. Dates included in the initial and should not have been.

Event description:
Additional information: abiomed medical safety office review determined there is not enough information to associate use of device with outcome.